Manufacturer narrative:
(B)(4).

Event description:
The patient's subcutaneous implantable cardioverter-defibrillator (s-ICD) device and electrode were not explanted. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2017. The chronic transvenous pacemaker and lead system were explanted due to infection and sepsis (see report #'s 2124215-2017-08750, 2124215-2017-08753, 2124215-2017-08752, 2124215-2017-08751) . Additionally the patient's subcutaneous implantable cardioverter-defibrillator (s-ICD) device and electrode were explanted. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported.